Event description:
Please confirm how the fault was identified? Staff noticed fluid leaking from under pivc dressing. Running sedation and pain relief at low volumes were not achieving the desired effect. Staff then commenced fluid at a higher rate and noticed a pool of fluid in the bed. Changed the bed, put an absorbent pad under the low-rate fluid lines and then observed drips of fluid on the pad. They observed they leaking coming from the area indicated on the photo below. Please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? Infusions always via alaria pump, occasionally with burette between flask and IV line. Rate variable dependant on the use. Please confirm the make and model of the connecting product(s)? Neutron valve ICU medical ref 011-nc100. Please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? None observed. Please confirm what substance was being infused during the time of the event? 5% dextrose, propofol, fentanyl in normal saline, antibiotics.

Manufacturer narrative:
Additional information in section b. Invetigation result: forty 2401-0004 samples were received in sealed packaging from lot 24045221 for investigation of pr (B)(6). The customer reported that the "IV sets, connected to bd alaris pump infusion set, have leaked from the distal end." Additional feedback states that "staff noticed fluid leaking from under pivc dressing. Running sedation and pain relief at low volumes were not achieving the desired effect. Staff then commenced fluid at a higher rate and noticed a pool of fluid in the bed. Changed the bed, put an absorbent pad under the low-rate fluid lines and then observed drips of fluid on the pad." And this was during infusion of "5% dextrose, propofol, fentanyl in normal saline, antibiotics". As part of the investigation, the customer provided a photograph to illustrate the site of the leakage was potentially at the male luer. A random selection of ten returned samples were sent to the bd product test laboratory (ptl) for leakage testing under positive and negative pressure; no fluid leakage or air ingress was identified throughout testing, and no other observations were recorded by the ptl technician. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 24045221 for did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2401-0004 set in the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module administration set leaked. The following information was provided by the initial reporter: IV sets, connected to bd alaris pump infusion set, have leaked from the distal end.